Manufacturer narrative:
Eval summary: the complaint has been confirmed. Based on analysis results, this complaint is now determined to be an MDR malfunction. The generator's main pcb (printed circuit board) was replaced to correct the issue. After servicing the unit passed all electrical safety and qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was sent for a general check. No further info is available. No pt consequence reported.